Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has received no delivery alarms. Customer stated she has changed the infusion set and the alarm is recurring. Alarm on prior set was during a bolus, but with current set alarm was during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Blood glucose value was 323 mg/dl. Nothing further reported.